Manufacturer narrative:
Patient weight was not provided. Approximate age of device- 9 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the pump stopped for 2 seconds while the patient was bending over. There were red heart alarms as described by the patient. Log file analysis showed the motor stop event occurred while the device was connected to mpu power and may be due to a short-to-ground shield event. The submitted xrays were unremarkable. On (B)(6) 2018 technical services arrived onsite for a driveline evaluation. The patient was tethered on a grounded patient cable and the driveline was palpated from the distal end to the exit site without issue. The patient performed the same body movements related to the reported events but they were unable to reproduce alarms. The patient then performed additional movements including standing up, sitting down, crossing arms, and twisting torso and still unable to reproduce alarms. No issues were found with the driveline therefore a driveline repair was declined at that time. On (B)(6) 2018 it was reported the patient was still having alarms consistent with driveline short-to-shield issues. The patient is on an ungrounded patient cable and there is no visual damage to the external portion of the driveline. The patient has gained weight since implant which is the suspected etiology of the problem. Log file analysis confirmed the additional pump stoppages on (B)(6) 2018 that occurred while the device was connected to the mpu. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Review of the submitted system controller log files confirmed the reported low speed/pump stoppage events; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file data showed that a transient low speed/pump stoppage event was captured on 03dec2018 and additional low speed events and two transient pump stoppages were subsequently recorded on 03jan2019. The abnormal pump operation was associated with low speed advisory/hazard and low flow hazard alarms. All of the captured low speed/pump stoppage events only occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. The submitted x-ray images appeared overall unremarkable and did not show any obvious areas of concern such as severe twisting or kinking of the driveline or areas showing potential breakdown of the metal braided shield; however, a service loop near the pump/outflow conduit with some bending of the cable was noted on the internal portion of the driveline, which could be a potential area of concern. Although the location of the suspected driveline wire damage could not be conclusively determined through this evaluation, the provided information coupled with the submitted x-ray images suggests a potential internal driveline wire compromise. An onsite driveline evaluation was performed by the technical services representative on (B)(6) 2018, during which the alarms could not be reproduced with external driveline palpation or various body movements. A distal end driveline replacement was declined and the patient was discharged with an ungrounded patient cable for tethered power support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient is reportedly stable and a no ground patient cable was requested.